Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient injured himself while lifting a heavy oven, and placing it in its location. He felt a sudden onset of neck pain with numbness and radiation to the left upper extremity in the first, second and third digits. On (B)(6) 2008: the patient underwent MRI of the cervical spine. Findings: disc degeneration with recess stenosis, worse at c6-7, with broad based protrusion at this level flattening the thecal sac with prominent uncovertebral hypertrophy causing bilateral foraminal stenosis. At c5-6, there is central, as well as foraminal, stenosis, due to moderate narrowing of the disc space and bony osteophytes in the lateral recess. On (B)(6) 2008: the patient presented with neck pain and bilateral upper extremity pain and numbness, more so on the left than right. Examination found numbness in the upper extremities and reflexes are absent. The patient also has limited range of motion in the neck. Impression: cervical disc displacement; cervical radiculopathy. On (B)(6) 2008 : the patient presented with preoperative diagnoses of cervical disk displacement and cervical radiculopathy. The patient underwent the following procedures: anterior cervical approach discectomy, partial corpectomy at c5-6 and c6-7 for decompression of spinal cord and nerve root; arthrodesis interbody c5-6 and c6-7; anterior cervical plating instrumentation c5-7; interbody device placement at c5-6 and c6-7 for arthrodesis; using intraoperative magnification for microdissection and decompression of nerve roots; use intraoperative fluoroscopy assistance for localization and instrumentation; pin distraction across each disk space for disk alignment; bone graft autologous with fascial incision; allograft bone morphogenic protein for fusion. Per the op notes, the disk material was into the foramen and the herniated and compression against the nerve root. Following endplate preparation, vertebral bodies were drilled off posteriorly at c5-6. Local corpectomy bone was mixed with half of extra, extra small rhbmp-2/acs and tapped into 6 mm cervical cage, which was placed into the vertebral body. Casper screws and alphatec plating was used. No patient complications were noted. On (B)(6) 2008: the patient was discharged home. On (B)(6) 2008: the patient presented 4 weeks post op. The patient reports significant improvement of neck pain. His upper extremity and hand numbness has fully resolved. He has no discomfort in swallowing and no change in voice. On (B)(6) 2009: the patient presented with x-rays of the cervical spine. The showed bony fusion in the interbody spaces occurring. On (B)(6) 2012: the patient underwent x-rays of the cervical spine that demonstrate backing out of two screws, 4-5 mm into the prevertebral soft tissue. There is some loosening sign at the site of the screw at the c5 and c7. On (B)(6) 2012 : the patient presented with neck and arm pain, and shoulder discomfort. The patient reports looking to the left worsens his pain with radiation to the shoulders. Examination reveals diminished perception of light touch of the left sided deltoid area. X-rays of the cervical spine reveal adequate fusion at c5-6 and c6-7. There is spondylosis at c4-5 and there is backing out of screws at the c5 plate. Impression: cervical sponydlosis. On (B)(6) 2012 : the patient underwent MRI of the cervical spine. Findings: significant for c4-5 disc herniation, diffuse with mild narrowing of the spinal canal and neural foramina bilaterally. On (B)(6) 2012 : the patient presented with worsening discomfort swallowing and neck pain with radiation to bilateral shoulders. Diagnoses: cervical stenosis; cervical radiculopathy; rule out cervical pseudoarthrosis; malfunction of cervical spine anterior plating with dysphagia.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.